Manufacturer narrative:
Initial reporter was not provided.

Event description:
Advocate stated his wife received high blood glucose readings on her contour next when she was feeling low symptoms, but based on the readings she self medicated and ended up in the hospital. Further information was not provided. When the customer compared her readings to the doctor's meter, her meter read 60mg/dl higher than the doctor's meter. Results were not provided. A 60mg/dl difference between readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. Product was not expected to be returned nor was it replaced.